Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that "locking mechanism on broach handle would not hold broach."